Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a femoral head replacement procedure on (B) (6) 2010. The reservoir was connected and functioned properly upon first activation. Then, the reservoir would not lock upon reactivation prior to leaving the operating room. A second like device was used with no adverse pt consequences.